Event description:
Customer called to report a possible occlusion on the reservoirs and infusion set. Blood glucose reading was 87 mg/dl. The customer was performing a set change when the plunger would not push insulin to the tubing. The reservoir and tubing connector were in place when this occurred. Customer stated the same situation had occurred one week ago. The customer mentioned that this situation caused her blood glucose to go high. Advised to return the infusion set and reservoirs for analysis. The infusion set and reservoirs will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)